Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent total hip arthroscopy on an unknown date and topical skin adhesive was used. Following the procedure, the patient experienced a severe skin reaction roughly the size of the tegaderm put on top of the topical skin adhesive. It was reported that the patient was administered medication to reduce the inflammation and this is likely the first time the patient has used topical skin adhesive. The current patient status is reported as fine.